Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch report will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) nurse reported during follow up that the pt was diagnosed with coagulase negative staphylococcal peritonitis on (B)(6) 2014 without allegation of device malfunction, was not hospitalized and was treated in-clinic. The nurse stated the pt did not practice aseptic technique when completed peritoneal dialysis treatments and stated the infection was attributed to touch contamination, where the pt had breaks in technique and sterility, and indicated the pt did not practice aseptic technique during treatment. There had been no reported fluid leaks during treatment prior to the infection. The pt was treated in-clinic and administered 2 grams weekly of vancomycin and nystatin. As of (B)(6) 2014, the complaint of signs and symptoms of peritonitis were resolved, and the pt continued taking 2 grams weekly of vancomycin and nystatin. Pt med records were requested.